Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-24389. It was reported that multiple noise episodes were observed on the right atrial (ra) and right ventricular (rv) leads. The leads were capped and replaced on (B)(6) 2021. The patient was kept overnight for observation and discharged the next day with no complications.